Event description:
Pulse oximeter failed to show accurate and critical oxygen saturation. Monitor showed 94% when blood gas testing showed sao2=69%, po2=22 mm hg. Novametry oximeter passed calibration and verification by onsite biv mep.